Event description:
Dealer advised left and right on joystick do not work but forward and reverse work fine.

Manufacturer narrative:
Should additional information become available, a supplemental record will be filed.